Event description:
It was reported, following a fall, the patient had not been able to feel stimulation in his back. The patient fell in his physician's office because the stimulation was "so strong" that it caused him to stiffen up and not be able to walk. The patient fell into a chair and then onto the concrete floor. The reporter stated surgery was performed after the fall but no details regarding the surgery were provided. The patient was currently not able to feel any stimulation, but when patient could feel stimulation it was only in his legs and not in his back. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: lead model 3487a lot #l47543 implanted: (B)(6) 1998; lead model 3888-28 lot #l48741 implanted: (B)(6) 1998.